Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) and reported that the patient's blood glucose (bg) level had been running high. The patient's last changed out his site and set that day at 11:00 am. At that time, the patient denied seeing drops coming out of the end of the tubing. At 6:30 pm, his bg level was at "511 mg/dl." At 7:30 pm, his bg level reached "578 mg/dl" and at the end of the call with animas, his bg was "hi" on a glucose meter. The reporter had called a registered pharmacist and was reportedly instructed to give the patient levemir insulin. The reporter denied that the patient had any ketones or symptoms other than feeling hungry. He was reportedly drinking water. At the time of the call with animas, the patient had not changed out the site. However, the patient took a correction bolus at 6:30 pm that evening with dinner. The patient's site appeared to be good according to the reporter. The cannula was not bent, kinked, or leaking. No air bubbles were observed. He was not reusing supplies. The tdd added up with the basal and bolus amounts. No associated alarms were observed in the alarm history. The reporter changed out the site during the contact with animas and gave a 11.7 unit bolus correction. She had primed the tubing to confirm insulin coming from the end of the tubing. A follow-up contact was made between the animas and the reporter later that same day on march 22, 2012. The reporter was able to get the patient¿s bg level down from ¿hi¿ to ¿500 mg/dl¿ within 50 minutes. ¿200 mg/dl.¿ another follow-up contact was made on march 23, 2012. During that contact, the reporter claimed that she was able to get the patient¿s bg level down to ¿200 mg/dl.¿ she denied that the patient received medical attention . Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed elevated bg levels suggestive of severe hyperglycemia. However, at this time it is unclear if the pump, use-error, and/or a site/set issue contributed to the patient¿s injury. No issues were found with the pump with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: no defect was found. Testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2011 have been overwritten. No alarms outside the range of normal patient use observed in current pump history. The boluses and basal add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.